Manufacturer narrative:
MDR 9618003-2019-05280 / device 4 of 4. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the ¿hole in the wafer is off to one side - meaning, it is not in the middle of the wafer.¿ no photographs were provided. No harm was reported.